Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported being hospitalized with low blood glucose below 20mg/dl. The customer was at a christmas party and had two glasses of wine; then when driving home felt sick and had to pull over because she kept throwing up. Someone saw her and called the paramedics. When the police arrived she told them to call an ambulance because she is diabetic and that it's all she remembers. The caller believes that the low was because of the wine or she over counted the carbs for the wine. The blood glucose at time of call was 210mg/dl. The customer mentioned having problems with the sensor, and there is a big difference of 100 between the sensor's reading and the actual blood glucose reading. The customer received some tips on calibrations and has noticed an improvement. No further information was provided.